Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced two vibratory alerts due to a patient notifier indicating out of range atrial lead impedance. Review of past episodes revealed atrial lead noise. Manual impedance tests indicated an in-range measurement. The patient did not encounter any adverse effects and will continue to be monitored.